Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a visi-pro balloon expandable stent to treat a lesion with a severe degree of tortuosity and calcification and demonstrating (B)(4) stenosis at the common iliac artery and superficial femoral artery (sfa). The device was prepped per the IFU. No embolic protection was used during the procedure. Resistance was encountered when advancing the device and excessive force used during delivery and withdrawal. It was reported that deployment issues were experienced and the physician was unable to deploy the stent resulting in a delivery failure. The stent dislodged during removal, which required intervention. This dislodged stent was not removed and it remained in place. It was reported that a balloon was passed through the dislodged stent and it was deployed. The physician used another stent to complete the procedure. Patient injury was reported and complications following the incident included vessel damage/injury, perforation, hematoma and hemorrhage/bleed at the access site. Patient experienced retroperitoneal bleeding. A common femoral cut-down procedure was performed.